Event description:
This device was later explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 7% after the patient received shock therapy. Approximately two months earlier the remaining battery was 14%. There was a concern the battery was depleting earlier then expected. Boston scientific technical services (ts) discussed sending a save to disk for analysis. Increased follow-up to once a month was planned. No adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.